Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer's pump reset unexpectedly. The customer's blood glucose (bg) level was 291 mg/dl. The customer delivered a bolus to address bg level. The customer reported would use the pump until replacement arrived and has manual injections as alternate insulin therapy.